Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had an unspecified scope communication error code during use. The issue was found during a diagnostic procedure that was completed with an olympus back-up device. There was no delay. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information of the previous emdr. B30 error was identified as per the due diligence-210176. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.